Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported unexpected medical intervention and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 3mm, the perimeter of annulus was 77.4mm and ascending aorta diameter 35.2mm. Calcification was confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). During procedure, the subclavian approach made depth adjustment challenging, contributing significantly to the technical difficulties. During the second recapture, the valve capsule's tip appeared tapered and raised concerns and a complete atrioventricular block (cavb) was noted. A temporary pacemaker (tpm) was placed. After consulting with the physician, it was decided to proceed with a third deployment, which was successful. The final implant depth was 4mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc). Upon inspecting the retrieved delivery device, it was found that the valve capsule's tip was torn and damaged and the damage likely occurred due to the delivery device's tip rubbing against annular calcification during recapture, especially given the subclavian approach. The patient was currently under observation and reported stable.